Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center and reported depressed total bilirubin_2 (tbil_2) results on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed alignment of the dilution and sample mixer, emptied and filled the bath additive, and changed the lamp in utility. Then, the cse inspected the integrated multisensor technology (imt) drain valve and tubing and cleaned reagent washer probe 2, probe 5, and reaction washer tubing. Next, the cse emptied washer probe, replaced washer ring valves, reagent 2 tubing, and reaction washer 5 triple probe. Then, the cse cleaned the dilution, sample, and reagent probes. Lastly, the cse replaced and aligned reagent 2 probe and performed an autocheck. The cause of the falsely depressed results is unknown. MDR 2432235-2022-00403 was filed for the results obtained on 08-dec-2022.

Event description:
Falsely depressed total bilirubin_2 (tbil_2) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated on the same analyzer. The repeat results were higher than the initial results. All repeat results were considered correct. The repeat results for sample identifiers: (B)(6) were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00402 on 29-dec-2022. Additional information (07-feb-2023): during a subsequent visit, a siemens customer service (cse) performed a system decontamination with microclean and replaced the reagent 2 (r2) probe. Then, quality controls recovered within acceptable ranges. Siemens further investigated the incident and determined the bacterial contamination of the water system, resulting in an accumulation of biofilm on the reagent 2 probe, was the potential cause of falsely low total bilirubin_2 (tbil_2) results. The component, investigation findings, and investigation conclusions codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2432235-2022-00403_s1 was also filed for this event.